Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the blue heat shrink to have been scratched and damaged allowing the ptfe insulator to get torn and fall off. The reported condition was confirmed. Inspection found the blue insulation was scratched. The ptfe insulator came off. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation to be torn. The damage to the electrode indicates the user mishandled the electrodes. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The device failed hipot testing at the scratch sites on the blue insulation. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use (IFU) states: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's transparent insulation sleeve began to come off and fell on the knees of the sitting doctor. Another device was used to complete the case. There was no patient injury.